Event description:
It was reported the patient (B)(6) was not receiving effective pain relief or coverage from his therapy system. As such, surgical intervention was undertaken to reposition the patient's lead. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.